Event description:
It was reported that a speaker malfunction occurred. The customer did not know if the device had any sound at the time of the event. It was later confirmed at bench repair that the speaker emits no sound. The device was not in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced no sound, the speaker was determined to be defective. The speaker was replaced. The device was operational after repairs were completed and the device was returned to the customer.